Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart as well as external ram crc error in the past. The customer explained that when he inserted a battery in the insulin pump, he had to reset the time and date but not other insulin pump settings. The customer's blood glucose was unknown. The customer stated that the insulin pump did not display alarms that he had received according to the alarm history of the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to monitor the insulin pump until the replacement insulin pump arrived. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test and a21 error test. No a17 or a21 alarm noted during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.